Event description:
A malfunction alarm occurred, identified as malf 12, prior to which no notable events were documented. The customer¿s blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. Technical support provided information to reset the pump, and the customer successfully resolved the issue without recurrence of the malfunction code. The customer was advised to continue using the pump and instructed to call back if any malfunction reappears, which the customer understood and acknowledged.